Event description:
In 2008 at 8:58 am, the lay-user/pt contacting lifescan (lfs) alleging that the one touch ultra meter is reverting into the setup mode. Per the owner's manual, the one touch ultra will revert into the setup either when the meter is first powered on or when the battery is reseated/replaced. This medical affairs specialist contacted the pt to obtain more info on february 8, 2008. After the reported issue started at noon on the day prior to original date, the pt could not obtain a blood glucose reading and increased her diabetes medication to 70 units of humalog and 1000 mg of glucophage twice per day. The pt admitted that she guessed on the amount of insulin she took that day, as she was unable to obtain a blood glucose reading. The pt took 70 units of 70/30 mixed insulin in the morning. At 5:30 pm, the pt took another 70 unit of 70/30 mixed insulin and ate dinner at 6 pm. On original date at 5am, the pt attempted to test again without success while having symptoms described as "hot, sweaty, and weak". The pt drank orange juice and reportedly felt better. The pt denied receiving medical intervention as a result of the reported issue and was not tested on another meter. During troubleshooting, the reported issue was resolved with training. There was no meter trauma and the reported issue began after they removed/replaced the meter's battery. This complaint is being reported because the pt indicated that she increased her diabetes medication as a result of the reported issue and developed symptoms that can be suggestive of severe hypoglycemia. Replacement prods were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has no yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips are retuned, lifescan will val it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.